Manufacturer narrative:
Final analysis of lead model 3389-40 lot # 0204714862 showed lead distal end other bent (new out of the box). The distal end of the lead is bent at the #0 and #1 electrodes.

Manufacturer narrative:
Lead model # 3389-40, lot # 0204714863, (B)(4).

Event description:
It was reported that there was an issue with tip of lead bent. When the doctor confirmed dbs lead from out of sterile pack, he noted a lead tip bent in the lead. The bent of the leads could not be determined. The lead was not implanted. The implant was completed with a new good lead. Patient status was noted as no health hazard.